Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the device battery depleted prematurely. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was further reported that during review of the remote transmission data, there were high thresholds on the right ventricular lead in the past. The lead had been reprogrammed and is now reconnected to the new device. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.